Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a communication error during startup. The service engineer could not reproduce the technical fault, but the related control printed circuit board (pcb) was replaced according to the recommendations in the service manual. The ventilator was returned to customer and cleared for clinical use after passed tests. The evaluation of received device logs confirms several occurrences of the reported technical error code starting (B)(6) 2021, which will be used as the date of event. When the returned control pcb was installed in the reference ventilator the reported startup error code was immediately confirmed. The control pcb was repeatedly restarting. Ventilation could not be started. Electrical measurements on the control pcb confirmed the problem. If the reported fault condition occurs during ventilation, ventilation will stop. It will be detected at startup through the reported technical error code and during ventilation with related error codes. Audiovisual alarms will be generated. The conclusion is that the reported problem with a communication error at startup was confirmed during the investigation. This is considered an exceptional component failure although the failing component was not identified.

Event description:
It was reported that the ventilator generated a technical error code indicating a communication error. Patient involvement is unknown. Manufacturer's ref #: (B)(4).